Event description:
Dosi-fusor elastomeric ambulatory pump leaked during 46 hr infusion and was reported today this morning, the day it was to be disconnected. A small portion of fluid (fluorouracil and normal saline) was detected on pt's nightshirt this morning at the home. It appeared the leak was associated with the seam around the "slo-flow" capillary element. White crystal accumulation around the seam of the capillary element was clearly visible by rn and pharmacy staff.